Event description:
It was reported that during an unknown procedure, the jaw could not open after firing. The surgeon used the manual firing release lever still could not open the jaw. The surgeon used higher force to open the jaw and malformed staples were found. Changed another device and reload to complete the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).